Manufacturer narrative:
Date of submission 06-jun-2018 the device has been returned and evaluated by product analysis on 29-may-2018 with the following findings: a review of the pump black box showed no pump reboots on (B)(6)2016. A visual inspection of the pump revealed the battery compartment and returned battery cap were undamaged. There was no evidence of moisture corrosion inside the battery compartment. The returned battery cap fit securely with no yellow o ring showing. The battery cap contact height and width measurements were found to be within specification. The pump powered on with audible tones and vibrations indicating that there was power to the pump. Unrelated to the complaint, the display was blank at power up. The pump¿s cover was removed and evidence of moisture was observed to the power printed circuit board and display connector. Further testing was not able to be performed due to the unrelated blank screen. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (no power) issue. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.